Event description:
It was reported that the pump had malfunctioned and there was a noted ¿medication error¿, but the event was indicated as being ¿non-serious¿. The device system was used to deliver baclofen at a rate of 875mg daily. Thirteen days later, it was reported that the patient had been admitted into a hospital with suspected withdrawal symptoms. Four days later, it was reported that the managing physician did not believe that the pump was at fault for the incident. The patient had been admitted to the hospital with abnormal symptoms, at that time the hospital staff stopped the pump, withdrew the contained drug (which the reporter believed was 17ml of baclofen), and administered doses of oral baclofen (120mg/day) and diazepam. It was stated that the staff had administered ¿way above the normal dose needed to treat a patient of her size, stature, and symptoms¿. As a result, when the patient returned home, her mother brought her to a hospital where her dose of oral baclofen and diazepam were reduced and the urinary tract infection that the patient had developed was treated.

Manufacturer narrative:
(B)(4).